Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 30, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The sample was not returned for investigation. A retention sample was visually inspected with no anomalies noted on the device. It was then manually run through the ops leak tests, and passed. All ops valves are subjected to a 100% leak test that undergoes 5 separate programs to test that each component in the valve is functioning properly. These units are also 100% visually inspected both during the leak testing step and during packaging. The sample was not returned for investigation; therefore, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the vent valve leaked. The product was not changed out. There was a blood loss of approximately 11cc. Procedure was completed successfully.